Event description:
The customer reported that during a paclitaxel infusion, they identified a split in the line near the male luer connector. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident and no medical intervention was required. Although requested, no additional event or patient information provided by the user.

Manufacturer narrative:
(B)(4). The model #/catalog # identified is a carefusion product which is same or similar to a device that is approved for sale domestically. (B)(4). Sample involved in this event will not be returned as it was not available. No failure investigation could be performed.